Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed/replicated the customer reported complaint ¿cautery melted plastic on tip¿. The fenestrated bipolar forceps instrument passed an electrical continuity test. The instrument was found to have thermal damage on the yaw pulley. Blank MDR fields: follow-up was attempted, but the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Event description:
It was reported prior to the start of a da vinci-assisted surgical procedure, the tip of the fenestrated bipolar forceps instrument was melted. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the site confirmed that the reported issue occurred prior to starting the da vinci-assisted procedure with no ports placed. The surgical staff swapped to a back-up instrument and completed the procedure. There was no reported patient injury or harm.